Event description:
It was reported that tip detachment occurred. A 300cm journey guide wire was advanced within the left anterior tibial artery. It was observed that the tip of the journey wire detached within the left anterior tibial artery. The detached tip was successfully retrieved via a retrieval device, once the detached tip was within the sheath the physician used a body wire next to the retrieval device and inflated a 6mm balloon inside the sheath to trap it inside the sheath and everything was removed together. The procedure was completed with balloon angioplasty. No patient complications were reported and the patient is fine.

Event description:
It was reported that tip detachment occurred. A 300cm journey guide wire was advanced within the left anterior tibial artery. It was observed that the tip of the journey wire detached within the left anterior tibial artery. The detached tip was successfully retrieved via a retrieval device, once the detached tip was within the sheath the physician used a body wire next to the retrieval device and inflated a 6mm balloon inside the sheath to trap it inside the sheath and everything was removed together. The procedure was completed with balloon angioplasty. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a separated journey guidewire. The guidewire shaft, bonds and the shaft were examined for any damage. The guidewire shaft was separated approximately 38cm from the tip. The tip was not returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.